Event description:
During removal of right arterial sheath hematoma developed. Manual pressure and femstop used to obtain hemostasis. After transfer of pt to higher level of care, it was noted manometer on femstop was not working, it was leaking air. New guage put on femstop was not working, it was leaking air. New gauge put on femstop and worked without difficulty. Pt developed pseudoaneurysm and had surgical intervention.